Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, there was oversensing and noise observed. Lead fracture was suspected. The lead was capped and replaced and during procedure no damaged was seen. The patient was in good condition.

Manufacturer narrative:
Correction (B)(4).